Event description:
It was reported to boston scientific corporation in 2009 that a stretch vl flexima ureteral stent was being prepared for a stenting procedure in the urinary duct. According to the complainant the pigtail was detached during preparation. The pigtail was straightened during preparation, suture was cut, and the pigtail was torn off easily. No patient complications were reported as a result of this event. The patient condition is reported as "good".

Manufacturer narrative:
The device has not been returned for an evaluation; therefore, an evaluation cannot be performed. The cause of the reported malfunction is undetermined.